Event description:
It was reported that a user attempted to connect a new libre 3+ sensor to an ilet system but repeatedly received an ¿incompatible sensor¿ error; troubleshooting confirmed the sensor was a libre 3+ and later revealed the user¿s available replacements were libre 3 sensors, not compatible with ilet. Symptoms included no adverse physiological effects. Outcomes included the user placing ilet into bg run mode and continuing therapy per instructions. Investigation included technical troubleshooting and user education. Investigation of this case revealed the likely use of a noncompatible sensor model and that the device functioned as designed by rejecting an incompatible sensor. It was concluded that the event resulted from sensor incompatibility rather than a malfunction of the ilet device, and user education on compatible sensors and bg run mode was provided.